Event description:
It was reported that the user received an ¿unable to proceed¿ alert during a full supply change, and a guided dry run to (B)(4) units did not reproduce the alert; a subsequent full supply change with new supplies completed successfully and insulin delivery resumed without further alerts. Symptoms included no reported adverse clinical effects. Outcomes included uninterrupted ongoing therapy after successful setup. Investigation included remote troubleshooting and user education, including rewinding the pump, performing a dry run to confirm system function, and completing a full supply change with new components. Investigation of this case revealed that the alert did not recur after replacing the infusion set, cartridge, and connector, which supported normal device function and a probable transient setup issue related to supplies or installation. It was concluded, based on previously established findings for similar reports, that the cause was user setup or component-related and not a confirmed device malfunction.

Manufacturer narrative:
Initial.